Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer initially reported that their device had its service wrench illuminated. When the device was tested by a third party service agent, it was observed that the device would not deliver a complete defibrillation shock and also indicated "abnormal energy delivery" on the display. This was observed during testing and there was no patient use associated.

Manufacturer narrative:
Physio-control determined that the cause of the reported failure is due to a shorted transformer, designator t1 from the analog pcb assembly. The transformer would get warm after a defibrillation energy charge and not allow energy to transfer to the secondary side of the circuit. The customer received a replacement device.